Event description:
I received contaminated syringes from reli-on that was purchased at (B)(6). They've made me very sick and I think it's going to end up killing me. I've sent a few samples back to them for testing and they won't give me the results and I'm just getting sicker. I need to know what they are contaminated with so I can receive the necessary treatment! I also believe something illegal may have occurred here because I purchased them in 2013 and the manufacturing date says 2018. It seems like their printer may have been manipulated by an employee. I still have samples of the contaminated syringes I need tested!